Manufacturer narrative:
Corrected data: h6-health effect- impact code: "2199" should be added. H6 -medical device problem code: "2993" should be removed and "3199" should be added. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/2.5/112 (sphere/cylinder/axis) tore during loading and was unable to be implanted into the patient's left eye (os). Cause of the event is unknown.